Event description:
A penumbra system separator 026 broke in the reperfusion catheter during an ischemic stroke case. The physician was able to remove the separator. This MDR is associated with MDR 3005168196-2012-00081.

Manufacturer narrative:
Device investigation: results: the proximal section of the separator is 38 cm in length. The break site is 5.2 cm distal of the start of the blue ptfe coating. The distal section shows a hook at the break site. The separator is non-functional. Conclusion: the break noted in the complaint is confirmed. The hooking of the separator wire at the break site indicates that the wire kinked prior to breaking. The kinks in the distal section of the catheter likely added friction to the separator wire as it was advanced, leading to the kink and subsequent break. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.